Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed total bilirubin on architect c8000 processing module for multiple patients. One example patient result provided: sid (B)(4) total bilirubin result=0.20 mg/dl/ repeated=0.20 mg/dl/ repeated=0.50 mg/dl (normal reference range=0.2 to 1.2 mg/dl). The percent bias between the two results are 60%. There was no reported impact to patient management.

Manufacturer narrative:
A ticket search was performed for the architect total bilirubin, reagent lot number 55179uq05. An investigation was performed for the customer issue and included a review of the complaint text, a search for tracking and trending, a review of historical performance and product labeling. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the total bilirubin assay, lot number 55179uq05 was identified.